Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Surgical/medical intervention; revision surgery. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2019 that the pfna blade was implanted outside the nail because the cervical guide pin was twisted. A revision was scheduled on (B)(6) 2019. Patient status unknown. Concomitant devices: unknown pfna nail (unknown part#, unknown lot#, qty 1). This is report 2 of 2 for (B)(4). This report is for an unknown guide wire/pin.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: potential lot number are 9237335, 3l77501. H3, h6: a product investigation was conducted. Visual inspection: the returned guide wires were found intact and therefore the flow chart (device interaction / functional) was selected for this investigation. All in all the articles are shown in used condition. Functional test: a functional test was performed after connection the complained pfna nail to a demo insertion handle / demo impactor and it was detected, that these guide wires are fully functional as intended. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the guide wires were finally returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition with the twisted unknown guide pin as well the pfna blade failed the pfna nail. A functional test was performed after connection the complained pfna nail to a demo insertion handle / demo impactor and it was detected, that these articles are fully functional as intended. The damaged nail will be evaluated in the other product investigations of this complaint. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part: 356.830, lot: 9237335, manufacturing site: balsthal, release to warehouse date: 31. Oct. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified., part: 356.830, lot: 3l77501, manufacturing site: balsthal, release to warehouse date: 04. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified., part: 356.830, lot: 3l77501, manufacturing site: balsthal, release to warehouse date: 04. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reports that the surgeon implanted the pfna blade outside the nail because the cervical guide pin was twisted. A revision was scheduled on (B)(6) 2019. Concomitant devices reported: guidewire (part #356.830, lot # 9237335, quantity 1), guidewire (part # 356.830, lot #: 3l77501, quantity 2), pfna blade (part # 04.027.036s, lot # 4l66462, quantity 1), locking screw (part # 04.005.534, lot # l840333, quantity 1), pfna end caps (part # 04.027.003, lot # 2508495, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: event, concomitant medical products: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: locking screw (part#: 04.005.534, lot#: l840333, quantity 1); pfna end caps (part#: 04.027.003, lot#: 2508495, quantity 1).